Event description:
Customer reported receiving large differences between sensor glucose and blood glucose levels. Customer stated that the sensor had been providing inaccurate readings. Customer had a sensor glucose level of 347 mg/dl and a blood glucose level of 157 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.